Event description:
It was reported that the patient enrolled in the (B)(4) study underwent surgery for anterior cervical discectomy and implant of artificial disc at c5-c6. Approximately 70 months postoperatively, the patient developed cervical radiculopathy from the c5-c6 level. Approximately 72 months postoperatively, films showed c5-c6 grade 1 retrolisthesis, mild to moderate c4-c5 and c6-c7 ddd and djd, 4mm corticated osseous focus anterior to c4-c5 disc space with a possible bridging osteophyte or old fracture. There was no evidence of acute fracture. MRI results showed c4-c5, c5-c6, and c6-c7 grade 1 retrolisthesis, osteophyte complex c4-c5, c5-c6, c6-c7, and c7-t1, facet hypertrophy with moderate lateral recess and neural foraminal stenosis at c5-c6, c6-c7, and c7-t1. Approximately 77 months postoperatively, the patient underwent removal of the artificial disc and replacement arthroplasty with another device. Microbiology cultures of the spinal wound at c5-c6 were negative. There were no intraoperative complications.

Manufacturer narrative:
(B)(4). Radiculopathy, adjacent level disease, osteophytes. Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.